Event description:
When attempting to lift pt with lifter over bed, heard a loud cracking sound. The weld on the main junction of the lifter came apart and it could not be used. Luckily, this happened while rptr was just starting to lift and not transferring the pt, when this 400 lbs pt would have been hurt seriously.